Event description:
It was reported that after centrifugation with 1000 bd vacutainer® sst¿ ii advance plus blood collection tubes there was poor barrier separation of sample. There was no report of patient impact. The following information was provided by the initial reporter: the gel does not make a correct separation. The gel after centrifugation does not form a tight barrier. The gel either does not rise to separate the serum and remains at the bottom of the tube, as before centrifugation or at other times, it rises but does not allow a correct separation of the serum. Stay, a serum full of particles and fibrin.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after centrifugation with 1000 bd vacutainer® sst¿ ii advance plus blood collection tubes there was poor barrier separation of sample. There was no report of patient impact. The following information was provided by the initial reporter: the gel does not make a correct separation. The gel after centrifugation does not form a tight barrier. The gel either does not rise to separate the serum and remains at the bottom of the tube, as before centrifugation or at other times, it rises but does not allow a correct separation of the serum. Stay, a serum full of particles and fibrin.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation and fibrin was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for poor barrier separation and fibrin was not observed. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure modes, poor barrier separation and fibrin because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for poor barrier separation and fibrin based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode.